Event description:
It was reported that during peritoneal dialysis (pd) therapy set up with an amia automated pd set, the green cap came off the patient line. The patient picked up the cap and put it back on the cassette. Subsequently, the patient developed fungal peritonitis. The patient was treated with nystatin and unspecified antibiotics for the event. It was reported the patient was hospitalized for the event. On an unreported date, pd therapy was discontinued, and the pd catheter was removed. Currently, the patient is receiving in-patient hemodialysis therapy. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was discarded, and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿amia automated pd system patient guide", which is shipped with every amia device. The guide warns the user to follow aseptic technique taught by the dialysis center and instructs the user not to attempt to reuse any disposable supplies. Should additional relevant information become available, a supplemental report will be submitted. .